Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the grey navlock and 5.5 tap got stuck when put together. The navlock causes issues with all other instruments, the tap causes issues with several other navlocks. No patient was present at the time of the event.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation because they were discarded at the site. If information is provided in the future, a supplemental report will be issued.